Event description:
A review of service data detected a reportable event. During servicing of monitor which was returned for routine maintenance, it was discovered that the monitor would not deliver a pulse. The last patient to use this monitor did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The cause of the reported problem was a pinched cable (j103). J103 is one of the cables that connects the auxiliary board to the ca board within the monitor. The pinched cable was shorting signals not allowing the pulse to be delivered correctly. The root cause of the pinched cable is unknown, but is likely a manufacturing defect. The monitor was repaired, retested a restocked. No adverse event resulted from the j103 failure. The last patient to use this monitor did not report any problems